Event description:
A hemodialysis user facility reported that during the first hour of treatment, a blood leak occurred. The leak was visually observed at the connection of the crit-line blood chamber and the dialyzer. The crit-line blood chamber was tightened as soon as the leak was visible. The crit-line had to be tightened several times during the course of therapy. Estimated blood loss was around 1ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. The sample has been discarded. The facility was unable to provide pt info.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.